Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. At this time it is unclear if the lines affect or obstruct the values. The product has not been returned masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.

Event description:
It was reported that there are lines on the display. No known impact or consequence to pt.

Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, the display had lines running through it. The lcd was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over two years with no previous reported issues prior to this reported event.